Event description:
The customer reported that the automatic endoscopic reprocessor (aer) was leaking cidex opa on the floor. The customer stated that there was a burning smell (like burning rubber) associated with the leak. There was no human reaction due to the leak or the smell.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR aer unit ((B)(4)) was reviewed and no issues were noted. The service and complaint history review of the six months prior to this issue, from (B)(4) 2009 - (B)(4) 2010, shows no similar leak related issues with the unit. Additionally no trends with the same parts being replaced were seen. Trending analysis (cpuy complaint per unit year) for the problem code "odor/smells" and "fluid leak" were completed for (B)(4) 2009 - (B)(4) 2010. The trend lines are below the upper control limit. The fmea (failure mode effects analysis) for all microprocessor pwa and relief valve related failure modes have overall risk numbers (rpn) below the threshold of 100. The shuma (system hazard and user misuse analysis) for cidex cidex opa was reviewed and the initial risk numbers for user repeated exposure hazards were all 4 or lower, which would be category I, or "broadly acceptable risk". The hhes (health hazard evaluations) for patient/user reactions to cidex opa or leaking from the aer system was reviewed. The review of the hhes found the highest hazard / risk index to be 5, which is considered low risk. The issue was resolved at the customer facility. The system was left meeting all manufacturing specifications. The trending shows that the failure is not significant and the risk associated with the failure is low. There were no reported human reactions or injuries as a result of the cidex opa solution that leaked from the unit. Hence no evaluation of cidex exposure is required. No parts were returned to asp for testing.

Manufacturer narrative:
Evaluated by mfg: an asp field service engineer (fse) was dispatched onsite to assess the system. He found that the microprocessor pwa was defective. He replaced the microprocessor and the leaky pressure regulator valve. The unit was function tested and passed. The system meets manufacturer's specifications.